Event description:
Related manufacturer reference number: 2017865-2021-38958. It was reported that asymptomatic patient presented in clinic for follow up. The right ventricular (rv) lead and right atrial (ra) leads showed no capture and x-ray confirmed dislodgement. The rv and ra leads were both explanted and replaced. The patient was stable.